Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated the recharger was not seeming to charge their implanted neurostimulator anymore. Patient said the controller was fully charged, but they kept getting no device found without the recharger. Agent instructed patient to inspect recharger; patient confirmed no visible damage to recharger. Agent instructed patient to start a charge session, patient reported controller is stuck on 'looking for device' screen and can't advance. Patient stated their controller is stuck on 'looking for device' screen with and without the recharger connected. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3: product ID: 97755-s, serial/lot #: (B)(6), was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) was plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.